Manufacturer narrative:
Submit date: 9/8/17. An investigation is currently under way; upon completion the results will be forwarded.

Event description:
The customer states there was debris from the 4x8 sponges around the wound.